Manufacturer narrative:
The system was used for treatment. A review of kit lot d111 was performed. There were no nonconformances related to the complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were identified. A corrective and preventive action was initiated for complaint category, drive tube leak/break. This assessment is based on information available at the time of the investigation. Analysis of the photograph sent by the customer is still in progress. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.

Event description:
Customer reported alarm #7: blood leak? (Centrifuge chamber), occurred at 1500 ml of whole blood processed. Drive tube touched the centrifuge wall and blood leak occurred. Treatment was aborted with no blood returned to the patient. Patient was stable and had a hemoglobin value of 14 g/dl; no other patient information was provided. It was reported that the nurse was going to clean the instrument. No service order was generated. The customer disposed of the kit but sent a photo for investigation.

Manufacturer narrative:
A photo was returned for analysis. The photo shows the drive tube is slightly twisted above the upper bearing stop. The upper bearing retainer is open. It is not known if this retainer was opened by the operator after the procedure stopped, or if it was opened from the failure. The upper bearing remains in its retainer. The mid-section of the drive tube is worn down from contact with the centrifuge chamber wall. The witness mark on the wall is an indication that there was a delamination, allowing for the excess length in the tubing. The twist and leak site in the drive tube indicate that the upper bearing stop has delaminated. The root cause of the leak is delamination of the upper bearing stop, allowing the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Therakos and the manufacturer have initiated corrective actions to address several potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).